Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported experiencing red, burning eyes following the first use of a new bottle of solution. Lenses were soaked overnight and rinsed with saline. Consumer reported that her doctor gave her over the counter systane ultra drops to use and instructed not to wear contacts for 2 days. Follow-up from the eye doctor indicated that the patient recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.